Event description:
It was reported that during the procedure, the generator received an instrument error while activating. The instrument was retightened, but the error persisted. The procedure was finished with sutures with no pt consequence.

Manufacturer narrative:
(B)(4): evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the analysis results found that the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.